Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is shutting off, humidifier not working and not reaching the pressure. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. And observed the electrical damage in pca. The customer complaint was not reproduced. There was no error has been identified. The device was scrapped.